Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint reported for this lot number from the same user. Simulated use testing was performed on previous units returned from the same user. Five add'l units from a different lot were pulled from existing inventory and tested under simulated use conditions. No issues were identified. The user's complaint could not be confirmed. The devices performed as intended with no issues identified.

Event description:
The user reported that during a diagnostic coronary catheterization procedure, large bubbles were seen in the system just below the contrast management burette. The bubbles were noticed near the end of the case after the contrast media had run out. The user was unsure exactly where the bubbles were coming from as all of the connections were confirmed to be tight. The contrast management burette was replaced and the system was re-prepped. The user was able to successfully complete the procedure. No harm or injury was reported.